Event description:
After using a 1925bnp during an arthroscopic shoulder surgery, surgeon had to open shoulder for additional repairs. After shoulder was opened, one loose needle was discovered in shoulder. After shoulder was closed, an x-ray taken revealed a 2nd needle. Or staff stated these 2 needles were not attached to the sutures. The pt was still in or when the 2nd needle was discovered during x-ray. Patient was re-opened and needle was removed. Hospital not reporting any adverse consequences as a result of event. This caused over a 30 minutes delay. This device is used for treatment.